Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Event description:
Healthcare provider reported, a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified, crease smooth opening on anterior. And observed, void >1 mm in non-textured valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: opening crease smooth on anterior assessed, as fold flaw opening.